Event description:
It was reported that during removal of the catheter, it separated and a piece remained in the pt's epidural space. A surgical procedure was performed to remove the piece of catheter.